Manufacturer narrative:
Vyaire file identification: (B)(4).the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that there was a leak on the vela ventilator prior to patient use. It was stated that the manifold was changed. It was also confirmed through email response that volume was not reaching the set parameters.